Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The consumer had chemical sensitivity for about seventeen years, was allergic to penicillin and had minor food allergies. The concomitant medications were not reported. On an unspecified date, in the last week, the consumer started using carefree acti-fresh body shape to go regular, cutaneously, one at a time, three times, for feminine hygiene (lot number 0463m8437612:13 and expiration date unspecified). After an unspecified duration she experienced breathing problems like constriction. On the next day, she experienced intestinal abdominal cramps and on the third day the cramps increased and the breathing problem was not getting better. She had diarrhea for the whole weekend and it also affected her digestion. She also stated that she was sick for two days. She stated the label mentioned unscented but she did not see that little asterisk about the odor neutralizer. She discontinued the device about two days ago before reporting. The events were resolving. The report was assessed as serious (medically significant). The company causality was assessed as possible.

Event description:
This spontaneous report was received on 03-jun-2013, from a (B)(6) female consumer reporting on self from the united states. The consumer had chemical sensitivity for about seventeen years, was allergic to penicillin and had minor food allergies. The concomitant medications were not reported. On an unspecified date, in the last week, the consumer started using carefree acti-fresh body shape to go regular, cutaneously, one at a time, three times, for feminine hygiene (lot number 0463m8437612:13 and expiration date unspecified). After an unspecified duration she experienced breathing problems like constriction. On the next day, she experienced intestinal abdominal cramps and on the third day the cramps increased and the breathing problem was not getting better. She had diarrhea for the whole weekend and it also affected her digestion. She also stated that she was sick for two days. She stated the label mentioned unscented but she did not see that little asterisk about the odor neutralizer. She discontinued the device about two days ago before reporting. The events were resolving. The report was assessed as serious (medically significant). The company causality was assessed as possible. Additional information received on 10-jul-2013, the lot number was updated from 0463m8437612:13 to 0463m8437. The consumer provided a valid lot number with the complaint. The manufacturer had not received a field sample. Based on the information available, this device was used as intended for treatment. A review of the data associated with the complaint revealed no adverse trends and no trend involving this lot number. The manufacturing and packaging batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. Visual inspection of the retain sample met specifications and no nonconformance or manufacturing defects were observed related to this complaint. No issues were recorded related to this complaint. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. The report remains as serious.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 26-jul-2013. This closes out this report unless other additional significant information is received.